Event description:
It was reported, one day post implant, that the right ventricular (rv) lead exhibited oversensing that was seen on the overnight telemetry. There were also several times where the ventricle was not pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2014. (B)(4).